Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, brown particles in the fill channel,and one linear opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: three openings striated and nick striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three opening striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Creases condition was observed, which can a condition similar to wrinkling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional additionally reported "rippling" and the pocket "contracted", baker grade unspecified. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.